Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) had helium reading sensor error. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.